Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. Several hours later it was noted that the patient had a pericardial effusion. The patient had an increased heart rate and low blood pressure. The physician drained 700cc of blood from the patient. The patient recovered well and remained stable. The patient was discharged from the hospital.